Event description:
It was reported that the left ventricular lead dislodged. Repositioning was unsuccessfully attempted. The lead was explanted, and the left ventricular port was plugged. The lead was thrown away because the physician did not think the event was caused by the lead.

Manufacturer narrative:
Na